Event description:
An invacare representative reported that the right walking beam was bent. This issue could cause the caster to not perform properly and eventually cause product instability for the chair to tip or the user to become stranded.